Event description:
It was reported that sometime post a port placement, when physician grabbed the port and pulled, the port had allegedly popped off the catheter and it was noted that the catheter did not lock on the device. It was further reported that the port septum and the plastic rings were allegedly popped off as well as well and carbon ring was allegedly found to be broken. Furthermore, when physician pulled on the catheter, the catheter part allegedly separated from the port and catheter had allegedly dislodged and sucked deep into the patient's heart. Reportedly, all the broken components were removed by using a snare device with a wire to pull it out and the port system has been removed from the patient and replaced with a new port. The patient is reported to be stable now.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that sometime post a port placement, when physician grabbed the port and pulled, the port had allegedly popped off the catheter and it was noted that the catheter did not lock on the device. It was further reported that the port septum and the plastic rings were allegedly popped off as well as well and carbon ring was allegedly found to be broken. Furthermore, when physician pulled on the catheter, the catheter part allegedly separated from the port and catheter had allegedly dislodged and sucked deep into the patient's heart. Reportedly, all the broken components were removed by using a snare device with a wire to pull it out and the port system has been removed from the patient and replaced with a new port. The patient is reported to be stable now.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport clearvue isp implantable port in three pieces were returned for evaluation. Visual, microscopic evaluations were performed on the returned device. The port septum and the outer port ring were received detached from the port body. The port ring border were noted to be broken off from their original location and one CT marker was noted to be missing. Therefore, the investigation is confirmed for the reported septum popped issue, complete break of the port ring issue. However, the investigation is inconclusive for the reported migration and occlusion issue as the provided evidence was not sufficient enough to confirm the issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.